Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. A temporal association exists between the cycler set and the staphylococcus hominus peritonitis requiring hospitalization. Details surround the medical course and treatment are unknown. It was reported that there was touch contamination (break in aseptic technique) that may be a possible cause of peritonitis. It was reported that the patient experienced some confusion due to a stroke event, which led to touch contamination. It is noted in the medical record that the patient was hospitalized for cerebral infraction due to unspecified occlusion or stenosis of unspecified cerebral artery. Hospitalization details are unknown. There is no allegation against any fresenius products relating to a possible cause for this event. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
Peritoneal dialysis patient reported slow drains during peritoneal dialysis treatment. During follow up, it was reported that the patient was hospitalized for a stroke. Review of patient medical records indicate the patient was hospitalized on (B)(6) 2017 and discharged on (B)(6) 2017 with a discharge diagnosis of cerebral infarction due to unspecified occlusion or stenosis of unspecified cerebral artery. Details of this hospitalization event is unknown. Additionally it was noted in the medical records that the patient was prescribed heparin. Patient was also prescribed vancomycin for a peritonitis which the patient was hospitalized on (B)(6) 2017 and discharged on (B)(6) 2017.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported she had been draining slowly during all the drains. Patient stated she has drained 500ml of the 2000ml expected. Patient stated she has not received any alarms/messages/warnings. Patient stated she has been on cycler pd for about 4 or 5 years. Troubleshooting was attempted. Patient stated that this is the first time draining slowly. Patient reset the cycler and resumed the treatment, but was still draining slowly. Patient stated that she has not seen any fibrin. The patient was advised to follow up with the nurse in regards to the incomplete treatment. During follow up the patient's nurse reported had recently been discharged from the hospital due to a stroke. The patient was confused on her first night back and there was a possibility that there may have been a touch contamination event with the patient's catheter, the patient was taken into the clinic and did a manual drain with the nurse. The nurse stated that fibrin was present and that the effluent was very cloudy. The patient was then administered an effluent culture and peritonitis was suspected. Medical records show a later admission to the hospital (B)(6)2017 for peritonitis.